Event description:
The ICD delivered inappropriate therapy due to a sensing anomaly. The electrical values of the lead were normal and all other measurements were good. It was not possible to reproduce the anomaly during the follow-up. The physician being unsure of what caused the anomaly elected to explant both lead and ICD.